Event description:
Customer reported not being able to test his blood glucose because the meter wouldn't start upon blood sample application. Customer also reported experiencing symptoms of excessive tremors. The customer was taken to the hospital where he was diagnosed with hypoglycemia and treated with an unknown medication to regulate his blood glucose level.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.